Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp. During preparation, it was noted that the vasodilator sheath was missing and catheter implantation could not be performed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent a port placement procedure using the powerport isp. During preparation, it was noted that the vasodilator sheath was missing and catheter implantation could not be performed. The procedure was completed using another device. There was no patient contact.